Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The user facility reported that a 2008k hemodialysis (hd) machine generated a blood leak alarm within the first few minutes of the hd therapy being initiated. The internal blood leak reportedly originated in the dialyzer fibers. The blood within the extracorporeal circuit was not returned to the patient. The patient was re-setup on the same 2008k hd machine, and then the hd therapy was continued and successfully completed with no further issues. The patient's estimated blood loss (ebl) was noted as being approximately 300 milliliters (ml). No patient adverse effects were experienced and no medical intervention was required as a result of this event. No damage was observed to the dialyzer or its packaging. A fresenius bloodline was not in use during the patient¿s hd treatment. The patient has been a chronic hd patient for six (6) months and dialyzes 3x per week. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.